Event description:
The customer reported during an unspecified urologic procedure, the subject device malfunctioned. The customer stated there was a loss of image which was repetitive and random. The customer also stated there was no image loss when handling the cable near the camera head but when lightly manipulating the connector near the other end, there would be a loss of image and/or return of image. The customer performed troubleshooting by connecting a cystoscope and manipulating it with more force and there was no loss of image, it was stable. The customer stated they cleaned the contacts on the camera connector but this did not solve the problem. There was no device available for back-up. The procedure was completed with the same device and there was no patient harm.

Manufacturer narrative:
The device has been returned for investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. There was no probable cause determined due to no discernible damages discovered. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.